Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. The customer loaded a new cartridge and received a minimum fill message. Reportedly, the cartridge was filled with 150 units of insulin. The customer loaded a new cartridge successfully and resumed insulin delivery. The customer's blood glucose level was 125 mg/dl.